Event description:
It was reported that the bed lift drive is not functioning correctly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Method: the product has been evaluated by the distributor. Result: bed lift drive. Manufacturer's investigation is still ongoing; if additional information is received, a follow up report will be submitted.